Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not returned for evaluation; however a retention sample was evaluated. Visual inspection of the retention sample did not reveal any issues. Gravity testing was performed and liquid flowed correctly through the tubing. The condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from the y-site. This occurred during priming. There was no patient involvement. No additional information is available.